Event description:
Customer reported via phone call that he removed the battery from the insulin pump for about 5 minutes and received a battery out limit alarm. He then noticed that the buttons were unresponsive and received a button error alarm. The customer was unable to deliver a bolus due to the keypad issue and treated with manual injection. Blood glucose value was 136 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker. No battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test.